Manufacturer narrative:
This file was originally incorrectly filed under registration number 3011237704-2025-00033. The date of that submission was 3/3/2025. One used decontaminated device sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are one-hundred percent inflation tested, which includes inflating each device cuff and leaving for a twelve-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the sample received. It was confirmed that after twelve hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.

Event description:
It was reported that the cuff cannot inflate. The event occurred during priming at the facility, no patient involvement and no patient harm or adverse event reported.